Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. This incident is the same event as 3010536692-2015-01183, -01184, -01551, -01552, and -01553.

Event description:
Allegedly, patient was revised due to mom complications: I&d right tha with removal of hardware and placement of antibiotic spacer, infection; right.